Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the keyboard and performed calibrations plus an extended self test (est). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung for 48 hours for any occurrences and to run performance verification test (pvt). The customer reported that the unit passed all testing and calibrations and is now back in service. Covidien was not authorized to service the device.